Manufacturer narrative:
Concomitant medical product: dtba1d4 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a (B)(6) infection and it was decided to explant their cardiac resynchronization therapy defibrillator (crt-d) system. During laser lead extraction, after the right atrial (ra) and right ventricular (rv) leads were removed, the patient developed tamponade and deteriorated quickly. It was found the patient's superior vena cava (svc) had been perforated. The patient was unable to be revived and passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.